Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8081887 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported 93 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the distal circumclex (cx). The lesion was 2.5 mm wide, 22 mm long, and 80% stenosed. There was severe calcification. The physician predilated the lesion prior to placing a 2.5 x 24 mm taxus liberte stent. The patient received an unspecified gpiib/iiia inhibitor during the procedure. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin and plavix. On day 93, the patient experienced a tvr to the proximal cx. The lesion was 95% stenosed. Balloon angioplasty was performed on the lesion and another taxus liberte stent was placed. It is unknown if the stent overlapped the previously placed stent in the distal cx. Residual stenosis was 0% post procedure. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is no relationship between the tvr in the proximal cx and the taxus liberte stent.